Event description:
Customer reported a past low blood glucose event, with the specific cause remaining unknown. The lowest blood glucose level was indicated as "low," however, no specific value was provided. The customer consumed carbohydrates for treatment. Control-iq software was active during the event. Cts advised the customer to consult with their healthcare provider to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.